Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. A dilator from current inventory was inserted and removed from the sheath. The sheath was tested for leaks. An aspiration vacuum leak test was conducted and air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; water was noted to leak out of the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. Review of the device history record was not possible as the lot number is unknown. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a pulmonary vein isolation procedure, an air leak occurred. The sheath was prepped and was inserted into the right groin. Blood was drawn back while flushing, which functioned properly. The grid catheter was inserted with introducer and while the grid was inside the sheath, air was aspirated. The grid catheter was removed and air was not drawn back. The grid catheter was reinserted and air was noted again. The valve on sheath was deemed compromised and another introducer of the same type was used to complete the procedure with no consequences to the patient.